Manufacturer narrative:
Follow-up #1 date of submission 05/05/2017-product analysis: the device was returned and evaluated by product analysis on 04/17/2017 with the following findings: review of the pump¿s black box revealed evidence of related alarms. The pump powered on with a call service 069 alarm. A defective flash chip was observed. A battery compartment crack was observed.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.